Manufacturer narrative:
Controls were run before and after the incident and recovered within assay limits. The instrument is currently within qc specifications with respect to controls and reproducibility. According to the raw data analysis, the pattern does not detect any abnormal data pattern as ir is not seen as possessing any interference that would be suspected to affect the reticulocytes percentage. A field service engineer (fse) was dispatched and replaced the retic pak level. Per product labeling: beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on your patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter inc. Recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. The lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 755 analyzer gave erroneously high retic results on a specific specimen without instrument generated retic flag, but gave a nucleated red blood count (nrbc) instrument generated message for the differential. The results were reported out of the laboratory; however, a manual retic count recovered lower. There was no death, injury, or change to patient treatment associated with this event.